Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was tested and inflated prior to use. Intra-operatively, the cuff was inflated with air and the clinicians noticed a cuff leak. The tube was withdrawn to be replaced by a new one. When removed, clinicians noticed tiny bubbles and micro droplets in the cuff. There was no cut, tear or hole observed.